Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. An evaluation of a provided photograph showed that the necrosis was on the small side of the return electrode. It appears that the pad's contact to the skin was insufficient to effectively disperse the electrical current which resulted in the burn. There are many possible factors involved with this type of issue (i.e., the surface of the pad was not in full contact or did not remain in full contact with the patient's skin, the pad's alignment was incorrect, etc.). However, no conclusive determination could be made as to the cause of the incident. To minimize such of an event, a split return electrode with the unit's electrical current monitoring system is recommended along with using the lowest possible settings to achieve the desired tissue effect. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a right leg amputation. The esu was used with a non-erbe single return electrode (i.e., dahlhausen, type 19.000.02.401). The return electrode (also referred to as a pad) was placed on the right flank. The settings of the unit were cut, effect 4, 150 watts and coag, effect 3, 120 watts with the power increased by the user to increase ability to cut. After the procedure, there was a 5 cm diameter black skin lesion at the pad site. No further information was provided in regards to additional treatment of the patient. The esu was distributed to a hospital in (B)(6).